Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right atrial lead exhibited noise and far r wave over-sensing. No intervention was performed. The patient was stable and would be further monitored.